Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Peritonitis is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient fell and was hospitalized with an elevated white blood cell count. The patient was also found to have a peritoneal "gut leak." The patient was hospitalized in the intensive care unit (ICU) and the peg / j tubes were removed. The patient underwent the placement of a gastric tube for the purpose of repairing the peritoneal gut leak; however, the gastric tube did not resolve the leak and was removed. At the time of report, the patient was still in the ICU in serious condition. No further information is available as the patient's son declined to be contacted and did not provide permission to contact the physician's office.